Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited noise. The device will continue to be monitored. There were no patient consequences.

Event description:
Additional information was received that the noise was oversensed. Programming changes were implemented. The patient was stable.